Manufacturer narrative:
No patient involved. Device manufacture date unknown as no lot number was provided. Replacement clamp is on order. Device not yet returned to the manufacturer.

Event description:
A medtronic representative reported that an open spine clamp had stripped screws. No patient involved.